Manufacturer narrative:
The field service engineer found the cells overflowing, cleaned the vacuum line of the cell rinse, and confirmed the module was running within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable valp2 valproic acid result for one patient sample with a cobas 8000 cobas c 502 module. The initial result was 263.90 umol/l. This result was reported outside of the laboratory and questioned by the doctor. The repeated result was 404.60 umol/l. The reagent lot number was 547632. The expiration date was requested but not provided.